Event description:
Health professional reported that physician was "using the port applier" for a lap-band device and allegedly the pt developed a "port site infection." It is unk if any diagnostic testing was conducted or if the pt received any treatment. It is unk if the device has been explanted. Follow up is being conducted, but information has not been received at this time.

Manufacturer narrative:
(B)(4). Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Labeling for lap-band system addresses infection as follows: device labeling addresses the possible outcome of an infection as follows: "caution: the lap-band system is for single use only. Do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc.) In any way. Do not use one of them if the package has been opened or damaged, or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Caution: if the package has been damaged, or if the inner package is opened outside the sterile field, the product must be considered non-sterile and may cause infection of the pt."